Event description:
The technician alleged the side rail would not latch. No pt impact.

Manufacturer narrative:
The technician found the side rail latch components were dirty and had some kind of dried liquid on the latch components and the release lever was broken. The service technician cleaned the side rail latching components and replaced the side rail latch release lever to resolve the issue.